Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to loosening of the shell. The shell, liner, and femoral head were revised. Rep provided an x-ray and primary usage, and confirmed that there are no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding loosening involving a trident shell was reported. The event was confirmed. Method & results: product evaluation and results: a visual, functional and dimensional inspection could not be performed as the product was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: x-rays show lucencies in all 3 gruen zones about the acetabulum consistent with aseptic loosening. No obvious cause for this relatively early loss of fixation ( implanted in 2016). Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated: x-rays show lucencies in all 3 gruen zones about the acetabulum consistent with aseptic loosening. No obvious cause for this relatively early loss of fixation (implanted in 2016). The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that the patient's right hip was revised due to loosening of the shell. The shell, liner, and femoral head were revised. Rep provided an x-ray and primary usage, and confirmed that there are no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.